Event description:
Procedure type: cardiac surgery. According to the reporter: the clip does not close completely so it does not perform the anastomosis correctly. The clip jams and does not close and sometimes the clip is twisted so it does not close. In order to go on with the surgery they keep on opening surgiclips until they finish and other times they suture manually. In some occasions the clip damages the artery creating a bruise so they cannot perform the anastomosis in that vessel. On certain occasions the pt needed to be reoperated due to bleeding due to a loose clip. In some occasions the surgery had to be extended more than 30 minutes. Some incidents had more than 500cc bleeding. In some occasions clips fell in the pt's cavity and were manually retrieved.

Manufacturer narrative:
(B)(4).